Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The cardiac tamponade was discovered after the procedure when the patient was having chest discomfort and was hypotensive. The physician did a transthoracic echocardiogram (tte) and it was confirmed that the patient had a cardiac tamponade. The patient was brought back into the procedure room for a pericardiocentesis. There was 1400 cc of fluid that was removed. The patient was stable. The patient will stay overnight at the hospital for observation. The physician does not think that any of the biosense webster, inc (bwi) products contributed to the event. Transseptal puncture was performed with an abbott brk transeptal needle. The patient fully recovered with no residual effects. An irrigated catheter was used in the event and the flow setting was at15ml/min during ablation, 2ml/min during mapping. There were no error messages observed on the biosense webster equipment. The force visualization used were vector and number in readings dashboard. The visitag module parameters were set at 3mm, 3 sec,fot 25% at 3gm. Additional filter used was total time on the visitag. Color option used was time. There was no evidence of steam pop.